Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead, model #: sc-4316, lot #: 15752050 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.